Manufacturer narrative:
Investigation on the container wall thickness determined that the container was manufactured within the established requirements of 0.045 inches minimum. Visual examination of the container has determined the most likely cause of the needle protruding through the 1 quart sharps container was through application of excessive force on the needle during insertion (possibly due to overfilling). All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use states "do not overfill (fill line is noted on container label.) Lid must fit down tightly."

Event description:
It was reported to sharps compliance inc. On (B)(6) 2011 that a customer was stuck with a needle protruding from a 1 quart sharps container (model number 10100) on (B)(6) 2011.